Event description:
Opened bbraun pencan spinal needle tray lot number 61127575 exp 2011-09. Was in process of opening tray and noticed the glass syringe inside the tray had an abnormal color. After closer examination, noticed a dead brown spider inside the glass syringe. Tray was not used on the patient. A new tray was opened and used. We took 4 pictures and called the local rep for bbraun to report the event.